Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume infusor burst and solution spilled out of the bottle while preparing the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 28-29, 2025. H11: the actual device was not available; however, photographs were provided for evaluation. The returned photographs were reviewed, and it was noted that it did not show a ruptured bladder. The photos only show the device's lot number. The reported condition could not be confirmed or refuted. Baxter was unable to determine root cause for this rupture report as a sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.